Manufacturer narrative:
Additional information was received and has been updated. The product was returned for analysis and was updated. During the procedure, the cypher select + stent would not deflate properly. The target lesion was located in the distal left circumflex branch. The lesion was described as de novo, 100% stenosed, chronic total occlusion, with no calcification. The reference vessel was non-tortuous. Past medical history was unknown. The patient repeatedly went into ventricular fibrillation before stent implantation, so cardioversion was performed. Percutaneous cardiopulmonary bypass and an intra-aortic balloon pump were inserted and percutaneous coronary intervention was conducted. To treat the lesion, a 2.5x28 mm cypher select + stent was delivered to the lesion and inflated at 6 atms for 30 seconds. The physician tried to deflate the balloon once, but the balloon would not deflate. The physician applied pressure again around 6 atms and the balloon inflated again without problem. The physician applied negative pressure again but the balloon would not deflate properly. Therefore, the stent delivery system (sds) was retrieved into the 6fr brite tip guiding catheter and the balloon was kept inflated. Only the sds was retrieved from the patient. The stent was deployed and post-dilation with a voyager balloon catheter was conducted with the same inflation device. The procedure was successfully completed without patient injury. The product has been returned for analysis. The physician did not indicate any anomalies prior to use. The ratio of the contrast medium to saline ratio was 1:1. The contrast medium used for the procedure was iopamidol or iomeprol. The physician determined the cause of the event was unknown and doubted a manufacturing defect with cypher. The device prepped normally. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. One non-sterile cypher select (B)(4) + 2.5 x 28 mm was received coiled inside 2 plastic bags. Three kinks were observed at 13, 22, and 23.1 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Balloon was already inflated. The stent was not received. No other damages were noticed. After the guidewire was introduced through the unit, the deflation/inflation test was performed without anomalies; inflation and deflation time was found within specification parameters. No leakage or damage was observed. Sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported deflation difficulty failure was not confirmed, since no anomalies were found during microscopic and functional tests. The exact cause of the failure reported by the customer complaint could not be determined. Vessel and/or procedural factors may have contributed to the event. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Concomitant devices include an encore inflation device, xtreme (fielder gc) guide wire, 6fr brite tip guiding catheter, voyager balloon catheter, and terumo sheath.

Event description:
The device prepped normally. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not in an acute bend. The balloon catheter did not kink while being used. It was unknown if the balloon catheter was removed easily, but the balloon was not deflated completely. It was reported some resistance was felt. The product was removed intact (in one piece) from the patient. It was confirmed the ventricular fibrillation occurred prior to stent implantation.

Event description:
During the procedure, the cypher select + stent would not deflate properly. The target lesion was located in the distal left circumflex branch. The lesion was described as de novo, 100% stenosed, chronic total occlusion, with no calcification. The reference vessel was non-tortuous. The patient repeatedly went into ventricular fibrillation so cardioversion was performed. Percutaneous cardiopulmonary bypass and an intra-aortic balloon pump were inserted and percutaneous coronary intervention was conducted. To treat the lesion, a 2.5x28mm cypher select + stent was delivered to the lesion and inflated at 6atms for 30 seconds. The physician tried to deflate the balloon once, but the balloon would not deflate. The physician applied pressure again around 6atms and the balloon inflated again without problem. The physician applied negative pressure again but the balloon would not deflate properly. Therefore, the stent delivery system (sds) was retrieved into the 6fr brite tip guiding catheter and the balloon was kept inflated. Only the sds was retrieved from the patient. The stent was deployed and post-dilation with a voyager balloon catheter was conducted with the same inflation device. The procedure was successfully completed without patient injury. The product has been returned for analysis. The physician did not indicate any anomalies prior to use. The ratio of the contrast medium to saline ratio was 1:1. The contrast medium used for the procedure was iopamidol or iomeprol. The physician determined the cause of the event was unknown and doubted a manufacturing defect with cypher.